Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose (bg) level was 529 mg/dl. Elevated bg was addressed with a bolus via the pump. The customer continued to use the pump for insulin therapy.